Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff repair surgery when pulling back the guide sleeve of the anchor, parts of the sleeve and the anchor broke off. All metal parts that broke off could be removed and the anchor remains functional in the bone. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. Upon visual inspection, it was noted that the corkscrew and sutures of the suture anchor, corkscrew® 5 mm x 15.5 mm with #2 fiberwire® and #2 tiger wire® were not returned. The hex's edges at the distal end of the shaft were chipped. However, the corkscrew was not returned for investigation. Functional testing was not performed due to the missing corkscrew. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.